Event description:
Customer reported the insulin pump had cracks on the rim of the reservoir chamber. Customer's blood glucose was 160 mg/dl. Customer reported the damaged occurred when she was screwing it in. Customer reported the black o ring on the ridges of the reservoir chamber fell off. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with cracked case on the lcd window corner, minor scratches on the lcd window, crack on the battery tube threads, broken reservoir tube lip, scratches on the reservoir tube window, crack on the reservoir tube, and missing end cap sticker.